Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 module. The initial troponin result was 303 ng/l. The sample was repeated 3 times and the results were 4.38 ng/l with flag, 4.42 ng/l, and 4.11 ng/l with flag.